Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/25/2024, it was reported by a sales representative via email that the tightrope ii from an ar-1588au-cp2 autograft graftlink implant system on the femoral side had the sutures cut at the button while tensioning. This caused the graft to be under tension. The graft was cut out, and a new ar-1588au-cp2 autograft graftlink implant system was used to complete the case. This was discovered during an aclr procedure on 9/25/2024. Additional information received on 9/27/2024: this was discovered on the back table while prepping the graft. The case was delayed about ten minutes, but additional anesthesia was not needed.

Manufacturer narrative:
Corrections: h.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Additional information received on 9/27/2024: this was discovered on the back table while prepping the graft. The case was delayed about ten minutes, but additional anesthesia was not needed.